Manufacturer narrative:
On (B)(4) 2016 a medtronic field service engineer visited the site and tested the system. He reported the monitor was black on boot up. He noticed the cart was turned on, but the computer hadn't gotten the boot up signal. This can happen sometimes if the users try to turn the cart power off and back on too quickly. Upon turning the computer on, the system booted up fine. Rebooted the system a few times to make sure it was working fine. System ready for use. No parts replaced or returned.

Event description:
A medtronic representative reported that when attempting to boot the o-arm system the mvs (mobile viewing station) monitor was completely black. After a reboot the monitor appeared to be working but after moving the system the monitor would show no display. She noted that at one point she had turned the monitor on/off and temporarily received a signal. The line of power light was on and she confirmed the computer was booting. This was discovered outside of surgery. No patient present.